Event description:
It was reported that a procedure took place to upgrade a device to a cardiac resynchronization therapy pacemaker (crt-p) and wound up being only a dual chamber replacement. Patient is dependent. When the right ventricular (rv) lead was plugged into the header of this new device, the auto lead detection (ald) feature detected noise and switched to unipolar. As a result, there was a long pause of asystole that occurred. The device detected a pace impedance measurement that was in range, then switched to the bipolar configuration and pacing then occurred. The field representative was not as familiar with ald, so was requesting more information. Technical services (ts) discussed that this can occur if the ald feature detects the lead and the set screw is not tightened. When the ald feature tests for polarity of the lead, noise can be created causing the scenario that occurred. No adverse patient events occurred, the field representative wanted to provide more clarity to the field regarding this feature, so it does not happen again. Ts states to make sure that the set screw is tightened to minimize noise from being detected. At this time, the product remains in service. If additional information is received, this report will be updated.